Manufacturer narrative:
Additional information received indicates that the patient did not have any relevant medical history. The vessel type was arterial. The puncture site was right common femoral artery. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. The advancer tube was engaged or visible. The user did shuttled down completely. There was no vessel tortuosity. The stick location was the common femoral artery. There was no presence of pvd / calcium in the vicinity of the puncture site. Hemostasis was achieved by manual compression - 20 minutes. The patient's hospitalization was not extended as a result of the event. The patient¿s outcome/status after the event is recovering and no hematoma. As reported, a mynxgrip was prepped and deployed in normal fashion. After sealant was delivered through the sheath, the technician began to retract (unsheath) the sealant. The entire system came out of the artery and manual pressure was performed. The balloon was intact and the sealant was stuck to the compression tube after it was withdrawn from the body. No excessive force was used, and the patient had no hematoma after 20 minutes of manual pressure. There was no reported patient injury. The patient did not have any relevant medical history. The vessel type was arterial. The puncture site was the right common femoral artery. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. The advancer tube was engaged or visible. The user did shuttle down completely. There was no vessel tortuosity. The stick location was the common femoral artery. There was no presence of pvd / calcium in the vicinity of the puncture site. Hemostasis was achieved by manual compression after approximately 20 minutes. The patient's hospitalization was not extended as a result of the event. The patient¿s outcome/status after the event is recovering and no hematoma. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle. The procedural sheath was fully retracted. The sealant was observed on the catheter, soaked with blood, covering the balloon proximal neck. The advancer tube was properly engaged to the proximal tamp lock as received. The syringe was connected to the device with stopcock closed. The condition of the returned device indicates a device pull through which does match the description of the incident. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a micro tear in the balloon, approximately 2 mm from the balloon proximal neck. Review of lot f1728901 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the information provided, the condition of the returned device and the investigation performed, the reported complaint was confirmed and the cause of the reported complaint may have been attributed to balloon loss of pressure during pullback resulting in the sealant being observed stuck to the device components as reported. However, without being present when the incident occurred and with limited provided information, the root cause of the tear could not be conclusively determined. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). Neither the product history record review nor the product analysis suggests that the reported event and the defect found could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot (f1728901) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a mynxgrip was prepped and deployed in normal fashion. After sealant was delivered through sheath, the tech began to retract (unsheath) the sealant. The entire system came out of the artery and manual pressure was performed. The balloon was intact and the sealant was stuck to the compression tube after withdrawn from the body. No excessive force was used, and the patient had no hematoma after 20 minutes of manual pressure. There was no reported patient injury. The product will be return for analysis.